Event description:
It was reported that the right ventricular (rv) lead dislodged post-implant procedure. The lead exhibited no capture at maximum out put. Additionally, a perforation was suspected. A lead revision is planned and the lead currently remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).